Event description:
Report received from the USA stating that the device "would not spin". This event occurred during surgery. There was no delay in surgery as a replacement device was available. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.